Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform troubleshooting steps, such as pressing the button and charging the pump, but the display did not turn on. Consequently, technical support decided to replace the pump, and the customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery continued without interruption. The customer was also instructed to return the malfunctioning pump within ten days using a prepaid label.